Event description:
Additional information received reported that the patient received assistance from their medtronic representative on (B)(4) 2013 via the telephone, and their concerns were resolved. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension' product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension' product ID 3387s-40, lot# v571557, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that there was a 'call your doctor' icon and a por (power-on reset) condition on a patient programmer and device recharger. The patient was not able to adjust stimulation. It was reported that the por was able to be bypassed on the recharger but not cleared on the patient programmer. It was noted that there were no medical procedures to cause the por and the patient would continue to try to clear the por. The next day, it was reported that the por was able to be cleared. The reporter stated that it 'had been off' since the week prior to the report. It was unclear this referred to. After clearing the por, when the patient turned the device back on, he 'got a heck of a shock from it, 'but said that that was "good' and he would 'get used to that.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient experienced shock when the patient placed the patient programmer over the chest during troubleshooting the por issue.